Event description:
The pt reported that she pulled the insulin cartridge from her infusion device and the plunger of the cartridge became stuck to the piston rod causing the contents of the entire cartridge to spill into the cartridge compartment. She stated that the insulin cartridge was leaking insulin before she removed it from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the cartridge to return for eval. The infusion device was replaced and requested to be returned for eval.